Event description:
Device malfunction: none. Symptoms/ae: cerebral hemorrhage/stroke. Time of symptoms/ae: post procedure. It was reported that six days post an uneventful left internal carotid artery stenting procedure, the pt experienced difficulty speaking, right sided hand weakness, and a right facial droop, was brought to the hospital, and a CT scan of the brain revealed a left-sided cerebral hemorrhage. The pt was re-hospitalized and fresh frozen plasma and platelet transfusions were given. Dilaudid was administered for complaints of a headache. No additional info was provided.

Manufacturer narrative:
Study event. The device remains in the pt. The lot number was provided. Review of the device history record did not produce any finding relevant to this report. Based on the instructions for use, the pt effects are potential adverse events associated with carotid stents. No action is required. No device malfunction was reported. (Fresh frozen plasma and platelet transfusion).